Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/1/2020, the product investigation was completed. It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set and foreign material was observed inside the tubing set. During priming the smartablate¿ irrigation tubing set, a viscous plasticizer was found adhered inside the tubing. The issue was resolved by changing the tubing set to another one. The procedure was completed without patient's consequence. Device evaluation details: microbubbles were observed when irrigation test was performed and the bubble sensor was not activated. It was also observed tubing was partially cloudy. Cloudiness in sa tubing is caused by the plasticizer. ·cloudiness in sa tubing does not affect the bubble detection of sa pump. ·the plasticizer might be eluded to saline solution, but it does not affect patient safety within the ordinal ablation case. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint was found during the review. Complaint was not confirmed. There were microbubbles and cloudiness in sa tubing, however, no occlusion or foreign material was found. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set and foreign material was observed inside the tubing set. During priming the smartablate¿ irrigation tubing set, a viscous plasticizer was found adhered inside the tubing. The issue was resolved by changing the tubing set to another one. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The foreign material observed inside the tubing was assessed as a MDR reportable issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)per internal review on (B)(6)-2022, the manufacturing site name and address have been updated to reflect lake region medical. Section g. All manufacturers has been updated accordingly.